Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the compressor has been requested by the user facility, who use a third party provider for service and repair. No device logs from connected ventilator was received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the compressor's solenoid valve did not drain according to the specifications. There was no patient harm. (B)(4).